Manufacturer narrative:
(B)(4). Evaluation summary: the cds was returned and investigated. The reported cds leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the air bubbles noted in the clip delivery system (cds) handle. It was reported that during preparation of the cds, the device was being de-aired, but small bubbles were noted in the handle. It was then observed that the pressure bag was losing pressure. The stopcock and saline bag were changed, and the bag was no longer losing pressure, but the bubbles were still present. Standard troubleshooting was performed to remove the bubbles, but was unsuccessful. The cds was not used in the anatomy and was replaced. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.